Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, the battery compartment was found to be undamaged. There was no battery cap returned and a test battery cap was used and was able to fit securely. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a display lens leak. The pump was unable to power on and was completely unresponsive. The reported "power" complaint was duplicated. The pump's cover was removed and there was further moisture ingress found to the continuous glucose monitor module and power printed circuit board.